Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy and the right ventricular (rv) lead exhibited t-wave oversensing (twos) . The ventricular sensing polarity was changed to tip to coil configuration and the sensitivity programming was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.